Event description:
The patient stated, "I was going from the bedside commode to the foot end of the bed and the whole bed rolled away from under me." Patient stated she did end up on the floor but was uninjured.

Manufacturer narrative:
Upon inspection of the bed the technician found the brake/steer caster functioned properly, but the brake caster "ratcheted" slightly with the brakes applied and movement attempted. The technician took the bed to the bed shop and replaced brake caster, and adjusted the brake to repair the bed.